Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shocks when not required. The patient was in atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Upon review, the rhythm matched the template for shocks to be delivered. There were programming optimization options discussed. Device remains in service. No adverse patient effects.